Event description:
The customer reported after a few minutes of running the unit will shut down with vent inop; da pcba adc failed vent inop occurrence. Patient involvement unknown.

Manufacturer narrative:
The customer returned da to mc cable was installed in an fi test ventilator. The ventilator was started and power cycled every 30 seconds for 2 hours. The da to mc cable was flexed during startup. No errors occurred and no failure was found.